Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient was reportedly hospitalized the week of (B)(6) 2013. No details of the patient¿s hospitalization were provided. The reporter stated that additional pump training was needed. Animas customer support made several attempts to contact the patient in follow up but was unsuccessful. No further information was available. This complaint is being reported because the patient reportedly was hospitalized for an unknown reason while on insulin pump therapy and was identified as needed additional pump training.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.